Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR report: 1627487-2014-02253 additional information received identified the patient had her scs system explanted. The explant date is undetermined at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02253. It was reported the patient is experiencing pain at her scs ipg site whether the stimulation is on or off. In addition, the patient is experiencing overstimulation which is causing pain and numbness in her legs. The patient stated she is able to turn her stimulation down to alleviate those symptoms. The patient's physician has advised the patient to turn her scs system off. The next course of action has not been determined.